Manufacturer narrative:
There is no evidence of a device malfunction. Operator did not attempt further rinseback of the blood due to a concern of clotting. The exact cause of the air alarm cannot be determined. Air alarm during rinseback are typically the result of air entering the system when connecting the pt for rinseback. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred during a routine hemodialysis treatment, while performing rinseback of the pt's blood. The alarm was reset and rinseback continued. At the end of rinseback, blood remained in the venous line. The pt was disconnected and the cartridge was discarded with an estimated 50cc of blood. No medical intervention was required.